Event description:
Baxter product surveillance (ps) was notified of a system error (se) 2240 (air in line) that occurred on homechoice (hc) on (B)(6) 2012. The cg stated the patient had a second 2240 and 2367 occurred on(B)(6) 2012. The cg stated that they checked everything but they did not note anything unusual or different with the supplies that could have lead to the alarm. The bags and the lines looked normal, there were no leaks noted anywhere. The cg reported the patient was connected at the time of the alarm, that the patient did not disconnect any time prior to the alarm, that all the bags were spiked and connected, that patient line extensions were not used, that there were no open clamps on unused supply lines, and that nothing unusual was noted with the supplies. The ps reviewed proper procedures per the user manual with the patient. The cg stated that they can provide the lot number for this event h11k02084. The cg stated that the sample however has been discarded. The cg stated for both occasions there was no medical intervention needed. The cg stated they have discussed both alarms with the patient's nurse to make sure everything is okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The batch review was performed on potentially associated lot, h11k02084, with no issues noted. Neither the disposable set nor the homechoice machines were returned for evaluation, and user did not verbally provide sufficient information to identify the cause of the alarm.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is known. Since the lot number is known, a batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted if additional information is obtained.